Manufacturer narrative:
D4 and h4 unique identifier (UDI), medical device serial, medical device model, medical device catalog and device manufacture date not available. Upon investigation of the actual device used in this incident, it was determined that the orders and patients were not crossing. A technical support specialist (tss) checked in hsv (health sight viewer) and showed epic adt rx with a 48-minute delay and mentioned that 46 devices were on critical override. The tss informed the user to contact the hospital adt (admin, discharge and transfer) to check the connection issue. The tss then refreshed the health sight viewer (hsv), and the notification disappeared. Devices on critical override (co) also disappeared, and the co entries on the devices were no longer visible. Orders and patients were then able to cross successfully. The system functioned as intended after the technical support specialist investigated the device.

Event description:
It was reported that when using the bd pyxis¿ es server, new orders and patients were not crossing. The customer stated that there was a delay in patient care. The patient information was delayed. However, there were no delay to patient care and no adverse events or injuries reported based on this incident.